Event description:
Complainant alleged that the clinicians were defibrillating (number of shocks and joule settings unk) a male pt (age unk), who was slightly overweight. Using stat padz multi-function electrodes with the device. When the anterior pad was removed from the pt, the clinicians observed a burn to his chest. The patient subsequenlty expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.